Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer were hospitalized due to hypoglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. The customer was treated with glucose tablets. The customer stated that the basal delivery was stopped. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.